Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when the unit was turned on prior to a case, an e-1 error code was displayed.